Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure after placing and testing the lead, the stylet could not be removed, and increased force was applied. When withdrawing with force, all its contents carried out, dissecting the cable connector and broke. The lead was replaced. The patient was stable with no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.